Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly. Batch # j5ga0m. Additional information received: for the first device: did the firing knob fall into the patient? No. If yes, was it removed? Na. Will the firing knob be returned with the device? No information. For the second device, on the firing on which the firing knob broke off: did the device staple? Yes. Did the device cut? Yes. Did the firing knob fall into the patient? No. If yes, was it removed? Na. Will the firing knob be returned with the device? No information. Initially populated (B)(6) 2015, inadvertently voided prior to sending. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob did not move forward at all at the third firing and then, the firing knob was broken off when it was moved forward forcibly. After that, although the firing knob moved forward approximately 1cm at the next firing with the second device, the firing knob was broken off as well. The devices clamped across an existing staple line. The third device could be fired on the angle across an existing staple line without problem. There were no adverse consequences to the patient.